Event description:
The plaintiff sustained numerous injuries, including but not limited to, the following: respiratory problems, including anaphylactic reactions, and related mental and emotional distress, of a permanent and continuing and life-threatening nature, as a result of latex exposure. Plaintiff further alleges that plaintiff has suffered loss of affection, society, company, support, consortium, companionship, comfort, and protection and suffered serious emotional distress.